Event description:
It was reported that the surgeon noticed that a xia3 blocker was sitting 'lower' than it should be in the iliac bolt tulip head. He took out the blocker and rod, and noticed the head was broken off the screw shaft. The surgeon replaced the screw with a larger diameter screw.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection. Results: the product was discarded at the hospital. The most likely cause of the disengagement is multi-factorial in nature and cannot be precisely determined without inspection of the product. The likely contributors include the application of excessive force during reduction and the difficulty presented in fixing the iliac anatomy. Conclusion: the tulip of a xia 3 titanium polyaxial screw biased 7.5mm x 80mm screw was reported to have disengaged intraoperatively during rod reduction using the corkscrew persuader. The disengagement caused a 20 minute surgical delay. There were no other adverse consequences. The screw was removed and replaced.

Event description:
It was reported that the surgeon noticed that a xia3 blocker was sitting 'lower' than it should be in the iliac bolt tulip head. He took out the blocker and rod, and noticed the head was broken off the screw shaft. The surgeon replaced the screw with a larger diameter screw.